Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. He had experienced abdominal surgery. The patient's anatomical form was not suitable for the endovascular repair; an angle of proximal neck was greater than 60 degrees relative to the long axis of the aneurysm. Left common iliac artery was occluded. Act was about 230. (Additional information updated on (B)(4) 2011). The patient's right common iliac artery was short. Right iliac leg was placed over external iliac artery. Right internal iliac artery was coil-embolised. Main body was inserted with following "pull through" method. It was placed along proximal neck with a great angle, which brought gather in the main body at lesser curvature site. Converter was placed just below renal artery that was more proximal side than planned since there was no other choice, and iliac leg placement followed. Sealing with coda balloon was performed, but major endoleak remained. Then, the physician attempted repetitive tough-up, but the endoleak could not be solved. He judged it as proximal type I endoleak, then placed another manufacturer's stent at proximal neck site. Angiography confirmed that the endoleak still remained. Since the physician thought it would be risky to conduct further treatment for the endoleak, he performed femoral-to-femoral crossover and decided to take a wait-and-see approach. There has been no adverse effects to the patient.

Manufacturer narrative:
No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. The left common iliac was occluded, thus a fem-fem bypass was performed at the end of the procedure. By report, the patient's anatomy was not suitable for evar due to the proximal neck angle being greater than 60 degrees relative to the long axis of the aneurysm. Another manufacturer's stent was placed, but the endoleak remained. The physician took a wait-and-see approach. Patient anatomy likely contributed to the persistent type ia. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.